Event description:
It was reported that during the procedure the cut and coag function stopped working.

Manufacturer narrative:
At the time of this report the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As additional information becomes available, a follow-up report will be submitted.